Event description:
The customer reported "in ed triage 2 small baby sensor first connected to cable then applied to rt foot on outside and placement was good. The pleth was bad got values pls 74 spo2 75 pi 6.6. Disconnected reconnected no change changed to max sens. No change. Disconnected changed to rt outside hand identical result. Got a new neo sensor placed on same foot by cs not rn same start pleth corrupt suddenly got similar measurement disconnected and disconnected x 2 then got pr 133 spo2 95 correlating with the clinical picture of the patient". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Other text: product not returned.